Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During device set-up, the thermogard console did not power on. However, the green leds near the power switch and on the display head were lit. No patient involvement.

Manufacturer narrative:
Additional testing was performed, however, the reported issue could not be duplicated. As a precautionary measure, the display head was replaced. Waiting for customer approval for repair.

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6)) did not power on was not confirmed during the initial functional testing. The returned thermogard console was turned on several times and powered up without any blank screen. There were no device deficiencies found during the evaluation of the console that could have caused or contributed to the reported complaint. The thermogard console performed properly as intended. As part of routine service during testing, the console was examined and the assembly top lid was observed damaged, unrelated to the reported complaint. The thermogard console is a reusable device and was manufactured in 2015 and it is nearing the expected serviceable life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The thermogard xp ivtm system passed the initial functional test without any error or fault. As a precautionary measure, the ribbon cable from the display head to the processor board along with other connectors inside of the display head were examined and reseated. The event log review showed the occurrence of mid:16 (software) error messages around the reported event date likely due to the entries on the patient data log was full, unrelated to the reported complaint. Waiting for customer approval for repair.